Event description:
It was reported the patient stopped recharging/maintaining the ipg as recommended after having difficulty with the ipg communicating with the charger. As a result, the charger and programmer can no longer communicate with the ipg. The pt plans to undergo surgical intervention on a later date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.